Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. As a result of the legal manufacturer's investigation, the cause of the phenomenon was unknown as the device was not sent for inspection. A related complaint was opened (patient identified (B)(6) ). Since the same problem did not occur after performing troubleshooting, it is likely that the cause was not equipment failure, but the light source cable was not connected correctly or the light source cable failed. If there is a problem with the light source cable, the dimming control signal cannot be communicated between the video processor and the light source device, and automatic dimming (adjustment of the amount of light emitted from the light source) does not work. It is likely that the brightness could not be adjusted because the automatic dimming did not work. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the image was too bright and hard to distinguish the tissue when connecting the clv-190, evis exera iii xenon light source, to 190 model scope series. According to the user, the brightness was able to be adjusted in the manual brightness mode and the xenon lamp was replaced a month prior with an olympus lamp. The user was using a third party foreseeson monitor. Tac provided the user with additional troubleshooting steps to perform at a later time. The user was instructed to reseat the maj-1933 and maj-1941 cables to ensure the cables were securely connected, attempt to use the auto brightness and iris modes and try using 180 model scope series. Upon follow up with the user, tac was informed that the issue was caused by the cv-190, evis exera iii video system center. The user checked the auto settings, cable connections and replaced the lamp with a new olympus lamp. The issue had occurred again (refer to patient identifier (B)(6)) and had been resolved by replacing the cv-190. The user checked the settings between both processors but was unable to find any differences. According to the user, the cv-190 would be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during an unknown procedure, the image was too bright and hard to distinguish the tissue on a cv-190, evis exera iii video system center. The procedure was completed; however, the reporter did not specify the model and serial number of the device used to complete the procedure. There were no reports of patient harm associated with this event.